Event description:
The customer reported that during a cystectomy/ileal conduit procedure, the activation button was pushed by the surgeon and the device button would not release. There was no pt injury. The surgeon opened another instrument and successfully completed the procedure.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.